Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Refer to manufacturer report # 3005099803-2024-02681, 3005099803-2024-02682 for the associated device information. It was reported to boston scientific corporation that a naviflex rx pusher was to be used to treat a stricture in the pancreatic duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the preparation, the guidewire was unable to advance through the pusher. They attempted to use three different pushers, but all of them were blocked. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.